Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (e313) likely occurred because the front frame assembly was broken. In addition, the e224 phenomenon occurs in a particular camera head. Therefore, it is likely that the cause of the error was not in otv-s400 device. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The territory sales manager was informed by the nurse at the user facility that an e224 error occurred with a 4k camera head and an e313 error with the visera 4k ultra high definition camera control unit during preparation for use. The devices were replaced and the intended procedure was completed without issue. No patient harm was reported. During troubleshoot with a technical support engineer via telephone, three camera heads and the camera control unit were tested and it was determined only one camera head was observed to have an error and will be returned for service. This report is for 2 of 2 devices.